Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. It was recommended to replace the cart to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in front wheels detaching. There was no report of unit tip or fall, no patient involvement.